Event description:
A healthcare facility in (B) (6) reported via our distributor that shortly after staff started using an rt106 adult breathing circuit, the heaterwire alarm went off. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in the USA, but it is similar to a product sold in the USA. Method: electrical tests were performed on the returned breathing circuit. Results: the heaterwire in the inspiratory tube of the breathing circuit was an electrical open circuit. We were unable to carry out a lot check as no lot information was provided with this complaint. Conclusions: electrical open circuits in heaterwires are often associated with improper crimping of the heaterwire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became an open circuit post production, possibly as a result of a weak crimp connection. Changes have been made to the crimping process with the replacement of all crimping machines on the production line in november 2007. As no lot information was provided, we were unable to ascertain whether the product in this complaint was manufactured before or after the effective date of this change. (B) (4).